Event description:
Procedure type: sleeve gastrectomy. According to the reporter: sterile idrive was loaded with 45mm by nurse. After self-control (closure and opening of the magazine), all three status symbols showed green - after deposit of the loaded (closed) idrive, the instrument began - after about five seconds - to work itself on the sterile op-desk: at first rotation moving of the shaft, then bending of the magazine - all without a hand of help of anyone. Afterwards, there were only two green lights (handle + shaft), at the side there were two blue lights. Again loading of the same magazine: exact same symptom, but this time directly in the hand of the nurse- independent rotation of shaft and bending of magazine (without assistance of nurse) - loading of a new magazine (45mm black) - function test with three green lights after closure and opening - again independent moving of the shaft and bending of magazine of the idrive, then only two green lights (handle + shaft), at the side two blue lights. Procedure was continued with an egiauxl, but only because magazines were already opened. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
Tracking number: (B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one adapter opened by the account. Visual inspection of the handle noted that the switchblock was biased to the left. The eeprom (electrically erasable programmable read only memory) indicated 1 autoclave cycle for both the handle and the adapter. No additional visual abnormalities were noted for the adapter and handle. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device, which powered up properly and calibration was achieved. The adapter was inserted onto the handle and calibrated without issue. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise to detect an out of round sulu load ring. The software lost recognition of the presence of a reload, causing the adapter to recalibrate with the reload attached. The calibration entails advancing the articulation bar displaying the observed uncontrolled articulation. The pmv reload was reattached to the adapter at a location where it could be detected and was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly without difficulty. The root cause of the reported condition could not be reliably determined because measurements of the reload load ring diameter and articulation housing assembly are not available. Potential root cause may be attributed to the reload load ring diameter and articulation housing assembly activation heights being out of specification. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.